Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss. A surgical procedure was performed but the source of the fluid loss could not be identified; therefore, all components were removed and replaced. There were no patient complications reported.